Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance. The fse ran verification assays including closed tube aliquoter (cta) carryover and high sensitivity (hs) system check, both which passed within published performance specifications. When an access accutni+3 calibration failed, the fse attempted to adjust the ultrasonics voltages on the power circuit board (pcb) and could not properly adjust. The fse replaced the pipettor tip, the ultrasonics pcb and the transducer, but still could not adjust the ultrasonics voltages. The fse replaced the pipettor service loop z-cable, and was then able to adjust the ultrasonics voltages to the optimized performance specification. After the repairs were complete, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the pipettor service loop z-cable.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. The elevated access accutni+3 samples were repeated on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and lower results, within the assays' normal reference range, were obtained. The original, elevated results were reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 results. Quality control (qc) and system check were performing within assay and instrument specifications at the time of the event. The customer did not provide specific information regarding the collection or centrifugation of the patient samples. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.